Manufacturer narrative:
Report date: 02sep2021. There was no patient involvement.

Event description:
The customer reported that they¿re unable to calibrate the touchscreen. The customer reported the device was not in use on patient, no harm, alarm na. The customer contacted product support and requested for the part number of the user interface. Product support provided the part ID of the user interface assembly. Product support followed up with customer and found that the customer did receive the parts and the touch screen issue was corrected by replacing the user interface assembly.